Event description:
This was a left-sided laser lead extraction conducted in the ep lab to remove a total of 3 leads (109mth old sjm 1581-rv; 7.5mth old sjm 2088-ra; 7.5mth old sjm 1158-lv) due to a non-functional sjm 1581 riata lead. The patient was prepped with an arterial line, both fluoroscopy and tee in use, cvs available, and blood products in the room. At 10:20 am, using a 16f glidelight laser sheath with the addition of the teflon outer sheath, the physician began the attempted extraction of a st. Jude riata model #1581, prepped with a lld-ez and a cook bulldog lead extender, with visibly exposed conductor cables between the proximal and distal coils. According to the physician, the case was progressing smoothly; the laser sheath had successfully advanced to the level of the right atrium to encompass the proximal coil and the exposed cables. The outer sheath was then advanced. At 10:25, a drop in blood pressure was noted as well as blood emerging from the incision. CPR, advanced cardiac life support (acls) and a pericardiocentesis were performed and the cvs was called into the room. Upon entering the room and evaluating the patient, the cvs made the decision to transfer the patient to the or as the blood pressure had somewhat rebounded. Two units of packed red blood cells, in addition to multiple units of the patients own recycled blood, were given. CPR and acls continued during the transfer. The patient arrived in the or at 11:05 and a sternotomy was performed at 11:08. The patient went on bypass at 11:21. Repairs were made to the svc/innominate and the left svc. Additionally, repairs were made to the femoral artery and vein. All previously implanted leads were removed during the open chest procedure and ra/rv epicardial pacing leads and a dual chamber pacemaker were placed. The procedure was complete at 16:49.

Manufacturer narrative:
Device discarded after use.